Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that this lead was implanted as the pt had second degree heart block but had appeared to have perforated the pt's anatomy. There was reported that there was no sensing or capture. The pt also experienced atrial fibrillation. No further pt effects were reported. The physician elected to explant this lead and successfully implant a new lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.